Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one conquest pta dilatation catheter has returned for evaluation. On the visual evaluation of the device of the device appeared bloody, 3 way stop cock appeared attached to the inflation luer. The balloon appeared deflated. A catheter break on the proximal end of the balloon was noted. The guidewire lumen was exposed and kinks were noted. No other anomalies were noted. Upon microscopic observation, frayed fibers was noted on the catheter. No functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for the identified catheter break as the break was noted on the proximal end of the balloon exposing the inner guide wire lumen. The investigation is confirmed for the identified material frayed as the frayed fibers was noted on the catheter. The investigation remains inconclusive for the reported difficult to remove as the functional testing was not performed due to condition of the device returned. A definitive root cause for the alleged reported difficult to remove and identified catheter break, material frayed could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly stuck within the sheath and was difficult to remove. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was stuck within the sheath and was difficult to remove. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3. H11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during an angioplasty procedure, the device allegedly had incompatibility issues and was difficult to remove. There was no reported patient injury.